Event description:
An end user reported that she developed blisters under the surgical dressing within four days of initial placement of the dressing. She stated that she had a right total knee surgery on (B)(6) 2015. And on (B)(6) 2015, a surgical dressing was placed over the incision. The following day, she was discharged home with the same dressing on. On (B)(6) 2015, drainage had seeped under the sides and bottom of the dressing and she called the home health nurse, who removed the dressing and she saw multiple filled blisters that were oozing serous fluid on and around the knee incision. The home health nurse applied abdominal pads over the incision and wrapped it. The following day, the abdominal pads dressing was soaked through and she called the nurse again. The nurse advised her to go to the emergency room, where she was admitted to the hospital on (B)(6) 2015 to (B)(6) 2015. While hospitalized, she stated that she was treated with intravenous antibiotics and intravenous prednisone and oral keflex for two weeks upon discharge. She mentioned that her orthopedic surgeon feels that she had an allergic reaction to the dressing and advised her to see an allergist for testing. As of (B)(6) 2015, she is no longer wearing a dressing over right knee incision and blisters have resolved no further drainage. She further mentioned that she has a follow up appointment on (B)(6) 2015 with surgeon.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on april 03, 2015. Manufacture's report number: 1049092-2015-00191.